Event description:
A hemodialysis user facility has reported that during treatment a blood leak in the hemodialysis bloodlines occurred. The leak was visually observed and pinholes were noticed on the venous section of the tubing. Estimated blood loss was 240cc's. Patient had no ill effect. A companion sample of the same lot number is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.